Manufacturer narrative:
Date of event changed to (B)(6) 2020.

Manufacturer narrative:
The reportability was reassessed and found to no longer require submission - aesculap is not the legal manufacturer of this device.

Manufacturer narrative:
The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There is one similar complaint against the same lot number(s). The investigation did not reveal any abnormalities or defects on the single parts of the pas- port device and their functionality. No damages could be found which may explain the current failure pattern. The poke-through tools, which are necessary to fixate the vessel on the implant, exhibit no signs of a failure during fixation of the vessel on the implant. The other components examined also did not show any indications that the instrument was malfunctioning. The bent auger- tip was most likely not the root cause of the problem during the surgery, according the complaint description, the hole was successfully punched and the application of the implant was finished. This slightly deformation of the very fine tip can occur during the punching- process. On the basis of the current information and knowledge, a user related error or an patient related problem cannot be fully excluded.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a pas-port proximal anastomosis device. According to the complaint description there occured intraoperative bleeding from the anastomosed point. After deployment of the device, there was bleeding from the anastomosed site. And then, the implant and "svg" with the device came off aorta when the device was pulled up. The surgeon pressed the bleeding area by hand, and stopped the bleeding by partial clamp and suture. The doctor stated that the inner flange did not completely deploy. An additional medical intervention was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under (B)(4).